Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Correction : initial reporter facility name. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions a0719 - unexpected shutdown f26 - no health consequences or impact there was patient involvement. A report was received from health canada's canada vigilance program which states, "patient rang to alert rn who answered that two of his IV pump channels were powered off. Rn restarted pumps for ivf and csa civi and checked that volume infused so far for csa civi since pumps were cleared at 1800 ins/outs was only approx. 22 mls despite approx 6 hours since the pumps were cleared (meaning the pumps were off for around 4 hours total with the patient not receiving csa or ivf at this time). Md notified and no action ordered. Writer asked patient's rn if she was aware of why pumps were turned off or when they were turned off and patient's rn did not know. However she reported that the IV pumps had shut off the previous night as well for a brief period before patient noticed. Patient's rn left note this morning for day rn to change the pump channels."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A0719 - unexpected shutdown. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "patient rang to alert rn who answered that two of his IV pump channels were powered off. Rn restarted pumps for ivf and csa civi and checked that volume infused so far for csa civi since pumps were cleared at 1800 ins/outs was only approx. 22 mls despite approx 6 hours since the pumps were cleared (meaning the pumps were off for around 4 hours total with the patient not receiving csa or ivf at this time). Md notified and no action ordered. Writer asked patient's rn if she was aware of why pumps were turned off or when they were turned off and patient's rn did not know. However she reported that the IV pumps had shut off the previous night as well for a brief period before patient noticed. Patient's rn left note this morning for day rn to change the pump channels."

Manufacturer narrative:
Omit : unique identifier (UDI) #, a0705 - battery problem (2885), g02002 - battery. Correction : date of event, describe event or problem, medical device catalog #, medical device model #, concomitant med prod data, imdrf annex a and g codes.